Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call leaky reservoir. Customer's blood glucose level was over 380 mg/dl. Customer advised their infusion sets were changed 4 times using 2 different boxes. Customer advised the infusion sets were not coming out in drips but in globs. Customer advised the insulin is not coming out of the top of the needle but on the sides instead. Customer was advised to send back the infusion sets and reservoirs. Customer advised to monitor the device and call back if issues persist.